Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted in the cx. Approximately 17 months post procedure the patient died of unknown cause. The investigator and sponsor assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Additional information: cec adjudicated the event as cardiac death. If information is provided in the future, a supplemental report will be issued.